Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6)2014 upon receipt at heartsine, the device failed to power on with the returned pad-pak. Investigation confirmed the returned pad-pak was depleted beyond any use. This was attributed to a corrosion bridge on the membrane tail between track 13 and track 14 , which had caused the device to switch on automatically. This had led to the multiple 10-minute timeouts and the depletion of two pad-paks, as observed in the history log. The device memory would have become full on the(B)(6)2020 . Furthermore, the corrosion on track 13 had also resulted in the failure of the device to power off via on/off button. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane was due to the corrosion on the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored outside the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved in this event. If the battery is in the unit says "memory full. Warning. Low battery. Device service required."

Manufacturer narrative:
A supplemental report will be submitted after device evaluation.

Event description:
There was no patient involved in this event. If the battery is in the unit says "memory full. Warning. Low battery. Device service required."